Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2013 and meshx2 were implanted. It was reported that the patient underwent removal of mesh on (B)(6) 2013 due to seroma, hematoma, infection, adhesion and ventral hernia. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 06/10/2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.